Manufacturer narrative:
The manufacturing record was reviewed and no deviation or assignable cause was identified for the claim of ¿haptic stuck to optic¿ when this production order was completed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that upon delivery in the eye, the trailing haptic of the tecnis itec preloaded 1-piece intraocular lens (iol) was stuck underneath the optic. The surgeon had to use a hook inside the eye to separate the haptic from the optic and position the lens in the appropriate place. In some cases this has led the lens to tilt in the capsular bag which then requires manual repositioning. This requires the surgeon to perform an extra step. The procedure was completed successfully and there was no patient injury.

Manufacturer narrative:
Explant date: not applicable; iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.